Manufacturer narrative:
Multiple attempts to obtain additional information and device return have been unsuccessful. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Correction: the manufacturer received date was initially reported as (B)(6) 2015 and has been corrected to (B)(6) 2015 .

Manufacturer narrative:
Product analysis: no product has been returned. Conclusion: without return of the valve, a conclusive cause cannot be determined. A supplemental report will be filed if additional information is received. (B)(4).

Event description:
Medtronic received information that this mitral annuloplasty ring was explanted immediately following implant. The physician opted to replace the native valve with a medtronic bioprosthetic valve. No product performance issues were indicated, and no adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.